Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that lead fracture issue and high impedance issue was observed on the lead. The lead was explanted, and a new lead was implanted as result to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported events of high impedance was confirmed. As received, the lamitrode 88 had multiple broken wires in paddle lead, which did not pass continuity and output resistance measurement. The broken wires are consistent with overstress condition that the lead was subjected while in vivo.